Event description:
It is reported that the device was implanted in 2006, and that the patient was revised in 2009 due to tibia plate loosening.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight, and patient activity is unknown. Based on the available information a definitive cause cannot be determined. Method and results eval codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.